Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/25/2016 with the following findings: keypad is intact; all buttons responsive during investigation. Removed keypad cover; no contamination found under contacts. Unable to duplicate complaint of under responsive ok button opened pump to inspect keypad flex; keypad flex found to be fully seated in connector w/ latch closed. No evidence of moisture found internally. The audio bolus button cover damaged/punctured the button is responsive during investigation. Battery compartment crack below the bumper traveling toward the case seal.